Event description:
A (B)(6) male pt contacted zoll customer support to report that the cable on his electrode belt was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon eval, the cable connecting the distribution node (dn) to the rear therapy electrode (te) was pulled from the dn. The root cause of the damaged cable and internal wires cannot be positively identified, but is likely excessive force. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.